Manufacturer narrative:
No further information is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
While customer was in hemodialysis session, he felt like an emptiness in the stomach, then he had difficulties for breathing, he got recovered with oxygen. Pt recovered without serious injury. Medical intervention was needed as follows: concomitants: hydrocortisone 20 mg IV, difenidramina 2 mi IV.